Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: incident details: I encounter 2 "plugged" needles during my clinic today. When I tried to prime the syringes, it felt that it was stuck, and the fluid was not able to leave the syringe a reach the needle. I replaced the needle with another one, and I was able to use it normally. Who was affected? No person affected. Frequency of problem: recurring.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: incident details: I encounter 2 "plugged" needles during my clinic today. When I tried to prime the syringes, it felt that it was stuck, and the fluid was not able to leave the syringe a reach the needle. I replaced the needle with another one, and I was able to use it normally. Who was affected? No person affected. Frequency of problem: recurring.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.